Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed false nonreactive alinity I anti-hcv results that matched results from the architect but other methods had both nonreactive and reactive results for one patient. The following data was provided: alinity (B)(6) 2023 = 0.085 nonreactive. Architect sid (B)(6) 2023 anti-hcv = 0.07 nonreactive s/co (B)(6) 2023 = 0.07 nonreactive. Other result from (B)(6) 2023 hbsag = 0.22 nonreactive. Other manufacturers testing: elisa mila lab = high reactive result cut off = 0.354 results = 3107, 2182, and 2223 elisa confirmation test is positive for anti-core. Reference lab elisa vector-best = reactive, positive. New sample same results: architect = negative, nonreactive elisa mila lab = 2525 and 2962 positive, reactive. Historical results for donor: (B)(6) 2023 architect result = negative, nonreactive nat testing = negative, nonreactive customer checked that sample on elisa mila = positive, reactive. (B)(6) lab results = elisa anti-hcv and 2 russian manufacturers are all negative, anti-hcv confirmatory elisa(russian manufacturer eco lab) is negative. Immunoblot results from (B)(6) 2023 only ab to c1 is positive(2+) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of retained reagent kit lot 51346be00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot and ticket trending review did not identify any issues or trends. Device history record review did not identify any non-conformances or deviations. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non- reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included one commercially available seroconversion panel (zeptometrix hcv seroconversion panels hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. The complaint lot detected the same bleeds as reactive with comparable s/co values for the seroconversion panel. Note: alinity I anti-hcv and architect anti-hcv utilize the same reagents and sample/reagent ratios. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hcv reagent lot 51346be00 was identified.

Event description:
The customer observed false nonreactive alinity I anti-hcv results that matched results from the architect but other methods had both nonreactive and reactive results for one patient. The following data was provided: alinity (B)(6) 2023 = 0.085 nonreactive . Architect sid (B)(6) (B)(6) 2023 anti-hcv = 0.07 nonreactive s/co (B)(6) 2023 = 0.07 nonreactive. Other result from (B)(6) 2023 hbsag = 0.22 nonreactive. Other manufacturers testing: elisa mila lab = high reactive result cut off = 0.354 results = 3107, 2182, and 2223. Elisa confirmation test is positive for anti-core. Nat testing = negative, nonreactive. Reference lab elisa vector-best = reactive, positive. New sample same results: architect = negative, nonreactive elisa mila lab = 2525 and 2962 positive, reactive. Historical results for donor: (B)(6) 2023 architect result = negative, nonreactive nat testing = negative, nonreactive customer checked that sample on elisa mila = positive, reactive. Moscow lab results = elisa anti-hcv and 2 russian manufacturers are all negative, anti-hcv confirmatory elisa(russian manufacturer eco lab) is negative. Immunoblot results from (B)(6) 2023 only ab to c1 is positive(2+) no impact to patient management was reported.